Event description:
It was reported that a patient experienced a breach in aseptic technique during peritoneal dialysis (pd) therapy, which resulted in peritonitis. The breach in aseptic technique was not further described. The patient was not hospitalized for the peritonitis. The patient was treated with fortaz intraperitoneally (1 gram for 7 days) for the event. At the time of this report, the patient had recovered from the peritonitis. Pd therapy was reported to be ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). This is a report of a use error that resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.